Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer in regard to a patient receiving an unknown drug via an implantable. The indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. A volume discrepancy was reported. The consumer did not know the volume information. There were volume discrepancies at prior refills. It was reported that at every refill, the patient had a volume discrepancy. The patient had been getting the medication upped for pain relief. The patient did not know when the issue started, but thinks 2008. The patient's healthcare professional (hcp) did not start measuring the volume discrepancies until 2009. The patient did not want to increase it every time, and it was determined to replace the pump on (B)(6) 2010. The patient thought possibly the hcp may have done diagnostics, however none were provided. The drug information, the volumes and date of discrepancies, troubleshooting, and cause were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.